Event description:
It was reported that the patient lost stimulation after four to five months after implant. It was noted that the patient was a high energy user and that, that may have contributed to the loss of stimulation. The patient received both the elective replacement indicator and end of battery life messages in june. The patient underwent a revision procedure in which the ipg was replaced. The patient is doing well post operatively.

Event description:
It was reported that the patient lost stimulation after four to five months after implant. It was noted that the patient was a high energy user and that, that may have contributed to the loss of stimulation. The patient received both the elective replacement indicator and end of battery life messages in june. The patient underwent a revision procedure in which the ipg, implantable pulse generator, was replaced. The patient is doing well post operatively.

Manufacturer narrative:
Field b3: date is approximated. Device technical analysis: the ipg was in service for 118 days, about 4 months, with an energy use index, eui, range of 7.03 whose expected range would be about 6 months per the direction for use. The patient's data also shows a sudden battery drop during the implant procedure, from 3.00 volts to 2.878 volts, timestamp 4747462. The incident shortened the device longevity significantly. Investigation conclusion: the investigation concluded that the reported event of loss of stimulation due to the eri and eol, elective replacement indicator and end of battery life, message being received on the ipg could not be confirmed. The root cause has not been determined, the proximal cause of the reduced longevity is a high vh voltage. Vh is the voltage used to drive the stimulation and maintain compliance voltage at the electrodes. Therefore, the cause could not be established.